Event description:
The customer stated that falsely elevated sodium results were generated for patient samples tested on architect c8000, serial number (B)(4). Patient ID (B)(6): initial result 182.1 mmol/l, retest 143.7 mmol/l. The customer's normal range for sodium is 137 - 145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer replaced the ict module but the issue was not resolved. An abbott field service representative (fsr) was dispatched to inspect the c8000 analyzer and found the ict reference cup tubing was damaged. The fsr replaced the tubing. The architect system operations manual and the ict package contain adequate information for the described issue. A historical/quality data review did not identify any adverse trend related to the customer issue. A service history review for c8000 serial no. (B)(4) found no additional complaints have been received for sodium discrepant result issues since the tubing was replaced. The service history review found no service history issues with c8000 serial no. (B)(4). The available complaint information is not sufficient to reasonably suggest a malfunction occurred. The sodium discrepant result issue was resolved though the replacement of a used warming ring iref cup tubing. The patient result related issue was resolved through the replacement of a part due to normal wear, and the device is meeting performance specifications and performing as intended.